Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') in a 37-year-old female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at 15 years-old) in 1992, multigravida and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("severe pain, colic under the belly, prick-like on insertion day"). In 2017, the patient experienced anxiety ("hight anxiety levels / anguish") with palpitations, breast pain ("mastalgia"), pelvic pain ("severe pain in the pelvic region, more precisely on the right and lumbar side"), heavy menstrual bleeding ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain ("physical pain / generalized pain"), oedema ("edema"), headache ("intense headache"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("temor"), back pain ("lumbar pain"), uterine pain ("feeling of perforation in the uterus, stitches"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sexual intercourse"), dyspareunia ("pain during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), adenomyosis ("suspected adenomyosis"), alopecia ("hair loss"), intra-abdominal fluid collection ("fluid in the abdomen"), vaginal discharge ("strong odor from the vaginal fluid / increased frequency of vaginal discharge"), dysmenorrhoea ("dysmenorrhoea"), diarrhoea ("diarrhoea") and depression ("depressive disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents, atenolol and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, procedural pain, anxiety, breast pain, pelvic pain, heavy menstrual bleeding, pain, oedema, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, loss of libido, coital bleeding, dyspareunia, uterine inflammation, arthralgia, mood swings, adenomyosis, alopecia, intra-abdominal fluid collection, vaginal discharge, dysmenorrhoea, diarrhoea and depression outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: blood nickel 3.0 ug/l (0.6-7.5 mcg/l). Gynaecological examination - on (B)(6) 2019: she needs for emergency surgery to remove the essure. Ultrasound scan vagina - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography. X-ray - on an unknown date: not correct positioned, device fragmented; on (B)(6) 2019: essure normopositionated. Lot number: 20226500, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: update of quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') in a (B)(6) female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at (B)(6)) in 1992, multigravida and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("severe pain, colic under the belly, prick-like on insertioin day"). In 2017, the patient experienced anxiety ("hight anxiety levels / anguish") with palpitations, breast pain ("mastalgia"), pelvic pain ("severe pain in the pelvic region, more precisely on the right and lumbar side"), heavy menstrual bleeding ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain ("physical pain / generalized pain"), oedema ("edema"), headache ("intense headache"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("temor"), back pain ("lumbar pain"), uterine pain ("feeling of perforation in the uterus, stitches"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sexual intercourse"), dyspareunia ("pain during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), adenomyosis ("suspected adenomyosis"), alopecia ("hair loss"), intra-abdominal fluid collection ("fluid in the abdomen"), vaginal discharge ("strong odor from the vaginal fluid / increased frequency of vaginal discharge"), dysmenorrhoea ("dysmenorrhoea"), diarrhoea ("diarrhoea") and depression ("depressive disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with analgesics, atenolol, diclofenac diethylamine (anti inflammatory) and fluoxetine (fluoxetina). Essure treatment was not changed. At the time of the report, the device breakage, procedural pain, anxiety, breast pain, pelvic pain, heavy menstrual bleeding, pain, oedema, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, loss of libido, coital bleeding, dyspareunia, uterine inflammation, arthralgia, mood swings, adenomyosis, alopecia, intra-abdominal fluid collection, vaginal discharge, dysmenorrhoea, diarrhoea and depression outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: blood nickel 3.0 ug/l (0.6-7.5 mcg/l). Gynaecological examination - on (B)(6) 2019: she needs for emergency surgery to remove the essure. Ultrasound scan vagina - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography.. X-ray - on an unknown date: not correct positioned, device fragmented; on (B)(6) 2019: essure normopositionated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented essure') in a 37-year-old female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (at 15 years-old) in 1992, multigravida and parity 3. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced procedural pain ("severe pain, colic under the belly, prick-like on insertion day"). In 2017, the patient experienced anxiety ("hight anxiety levels / anguish") with palpitations, breast pain ("mastalgia"), pelvic pain ("severe pain in the pelvic region, more precisely on the right and lumbar side"), heavy menstrual bleeding ("considerable and intense increase in menstrual flow, reaching up to 15 (fifteen) days in the menstrual period, including the presence of clots"), pain ("physical pain / generalized pain"), oedema ("edema"), headache ("intense headache"), pain in extremity ("pain in her legs"), peripheral swelling ("swelling in her legs"), paraesthesia ("tingling too much"), tremor ("temor"), back pain ("lumbar pain"), uterine pain ("feeling of perforation in the uterus, stitches"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after sexual intercourse"), dyspareunia ("pain during and after sexual intercourse"), uterine inflammation ("uterine inflammation"), arthralgia ("joint pain"), mood swings ("constant mood swings"), adenomyosis ("suspected adenomyosis"), alopecia ("hair loss"), intra-abdominal fluid collection ("fluid in the abdomen"), vaginal discharge ("strong odor from the vaginal fluid / increased frequency of vaginal discharge"), dysmenorrhoea ("dysmenorrhoea"), diarrhoea ("diarrhoea") and depression ("depressive disorder"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with analgesics, antiinflammatory agents, atenolol and fluoxetine (fluoxetin). Essure treatment was not changed. At the time of the report, the device breakage, procedural pain, anxiety, breast pain, pelvic pain, heavy menstrual bleeding, pain, oedema, headache, pain in extremity, peripheral swelling, paraesthesia, tremor, back pain, uterine pain, loss of libido, coital bleeding, dyspareunia, uterine inflammation, arthralgia, mood swings, adenomyosis, alopecia, intra-abdominal fluid collection, vaginal discharge, dysmenorrhoea, diarrhoea and depression outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, intra-abdominal fluid collection, loss of libido, mood swings, oedema, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, procedural pain, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: blood nickel 3.0 ug/l (0.6-7.5 mcg/l). Gynaecological examination - on (B)(6) 2019: she needs for emergency surgery to remove the essure. Ultrasound scan vagina - on an unknown date: pelvis x-ray shows linear metallic material in pelvis in uterus topography.. X-ray - on an unknown date: not correct positioned, device fragmented; on (B)(6) 2019: essure normopositionated. Lot number: 20226500 manufacture date: 2009-11 expiration date: 2012-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.